Manufacturer narrative:
(B)(4). D10: 42512100412 - articular surface medial congruent (mc) left 12 mm height use with tibia sizes c-d/cr femur sizes 6-7 - 66044317. Unknown - unknown persona femoral component - unknown. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent an initial knee arthroplasty. Approximately 5 months post-op, the patient was revised due to medial collapse and loosening. The poly and tibial component were revised. The surgeon noted that prior to initial implantation, the patient presented with a valgus deformity and they may have overcorrected the patient too much into varus causing an increased load on the medial tibia with likely soft bone due to a pre-op deformity. The surgeon noted that this likely caused the collapse and implant to loosen. In addition, the surgeon thinks they may have undersized the tibial component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the event cannot be confirmed. Visual examination of the provided pictures identified an explanted tibial tray with foreign debris on the porous surface. As the device was not returned, further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.